Event description:
The customer reported that the system exhibited a fault during a pm. Further info was received from the fse indicating that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The passive backplane was evaluated and identified as requiring replacement. The customer requested emergency availability to utilize the device and service was halted. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.